Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 5 patient samples on a cobas 8000 cobas ise module. For patient 1, the initial na result was 146 mmol/l. The repeat result was 139 mmol/l. For patient 2, the initial na result was 131 mmol/l. The repeat result was 137 mmol/l. For patient 3, the initial na result was 123 mmol/l. The repeat result was 129 mmol/l. For patient 4, the initial na result was 134 mmol/l. The repeat result was 141 mmol/l. For patient 5, the initial na result was 133 mmol/l. The repeat result was 138 mmol/l. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The na electrode lot and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) aligned the sample probe in the wash station, aligned and cleaned all nozzles, checked all syringes, connections, and tubings, performed a probe wash x6, and performed ise checks successfully. The customer ran calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. The root cause of the event could not be determined.